Manufacturer narrative:
H3: analysis of the b32000 burr hole device insertion tool (lot number 082m03324) revealed a damaged tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the clear tool used to hold the v-clip had its ¿metal end¿ split after the scrub tech attempted to place it in the v-clip. The tool is being sent back for analysis. This incident occurred on the back scrub table at the beginning of the procedure, so the tool was never used with the patient. The rep stated they knew no environmental, external, or patient factors contributing to this potential issue. The scrub tech tried multiple times to insert the metal end of the clear tool. Subsequently, they switched to the nexframe v-clip tool, which worked without any issues. As a result, another burr hole device kit clear tool was opened since the physician used the starfix platform and needed the clear tool to fit underneath the platform. The new kit clear tool functioned correctly, resolving the issue. At the time of this report, the problem was resolved, and the healthcare professional (hcp) had no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.